Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an incorrect dose of heparin was administered to a patient because the incorrect data set was installed on the pcu. The pc unit was returned to the hospital biomed from bd service depot with the incorrect data set and/or network configuration package installed. The hospital heparin product changed from 50 units/ml to 100 units/ml and the pump library was changed to the new concentration. The pump did not receive the update, therefore, the patient received double the amount of heparin for 10 hours due to the incorrect entry into the library (3200 units/hr instead of 1600 units/hr). The clinician was unaware of the data set discrepancy and used the pcu for the heparin infusion. After the event, the patient needed unfractionated heparin and anti-xa levels times 3. There was no report of lasting harm. The device will not be sent in for investigation and the pcu was tested prior to placing it back into service.

Event description:
The customer reported that an incorrect dose of heparin was administered to a patient because the incorrect data set was installed on the pcu. The pc unit was returned to the hospital biomed from bd service depot with the incorrect data set and/or network configuration package installed. The hospital heparin product changed from 50 units/ml to 100 units/ml and the pump library was changed to the new concentration. The pump did not receive the update, therefore, the patient received double the amount of heparin for 10 hours due to the incorrect entry into the library (3200 units/hr instead of 1600units/hr). The clinician was unaware of the data set discrepancy and used the pcu for the heparin infusion. After the event, the patient needed unfractionated heparin and anti-xa levels times 3. There was no report of lasting harm. The device will not be sent in for investigation and the pcu was tested prior to placing it back into service.